Event description:
It was reported that during an unknown procedure the blade broke. It was retrieved from the patient. A second device was pulled to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.